Event description:
The customer reported the system displayed a filament error during a case. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. This malfunction may have resulted in a possible accidental radiation occurrence.